Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 427 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pod was leaking during wear. Once at the hospital the patient was treated with intravenous fluids. The patient was prescribed an unknown medication. The patient was released from the hospital after 14 hours. The patient was able to resume treatment by applying a new pod. The patients pod will not be returned as it has been discarded.